Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2007, the pt underwent stenting of the pre-dilated mid lad and proximal lad with a total of two xience v stents. At an unk time in 2009, the pt experienced angina with shortness of breath. Two months later, the pt was hospitalized and an angiogram was performed. Revascularization was performed in the mid lad using a xience v stent. The event resolved the following day. There is no add'l info available.